Event description:
It was reported that during a stenting treatment procedure a stent fracture occurred. The target lesion was located in the calcified left anterior descending artery (lad). The lesion was predilated and then a 3.00x24mm promus element plus stent was deployed in the lesion. After the procedure, the physician noticed that the stent appeared to be broken on one side. No additional intervention was performed on the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).